Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. No hardware parts were replaced and the system performed as intended. Codes: b01, c19, d14 h2) please see the additional codes section for additional information including updated annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that during a pediatric long construct procedure (t3-l2), the navigation accuracy would fall off after a certain period in the procedure. The site re-spun the patient 3 times in total to correct navigation accuracy. All inaccuracy were reported to be lateral (to patient right) ~2-3mm off. The surgeon eventually aborted navigation since they did not want to radiate the patient for the 4th time. Imaging was aborted and navigation was aborted. There was a surgical delay of less than one hour. When troubleshooting the manufacturer representative (rep) was unable to replicate the issue. Pending impact on patient outcome. Additional information was received. It was reported that the rep ensured the imaging system was properly calibrated but the issue persisted. It was noted that the issue sometimes occurred after the drapes were removed, the site paid close attention not to move the patient or bump the frame. The issue began in the last couple weeks. A similar issue occurred last year in a different event on the site's other navigation system, in that case the camera was replaced and the issue resolved. It was recommended for the next surgery, for the site to try using the camera cart from the other navigation system on site. If this resolves the issue, then the camera may need to be replaced. It was also mentioned that when the site re-verifies the "midas" drill, accuracy improved immediately.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: logs were received and software analysis was completed. The logs captured a single session on the date of the issue reported. The logs recorded that the site did 4 imaging system auto registration spins on the date of the issue reported and multiple hops observed between acquire images task to navigation and vice versa. However, the provided logs did not captured the root cause of the issue. Software logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Software analysis determined that there was insufficient information available to determine if a software anomaly occurred causing the reported event. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. No known impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h2) please see section b5 for further additional information as well as the additional codes section. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.